Event description:
It was reported that the handgun appears malfunction while pushed trigger during surgery. There is no harm or delay reported. Due diligence is complete and there is no additional information available. Upon visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - taiwan. Functional testing of the returned product found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. The motor did receive power when the trigger electrodes made contact while connected to the lab battery pack. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.